Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was not recorded but the patient said their blood glucose is good. The customer stated that there were no significant events that could led to the button error alarm. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump was received with cracked display window corners, cracked battery tube threads, a cracked reservoir tube, reservoir tube lip, a cracked belt clip slot, and minor scratches and cracks on the display window.